Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening curved and delamination. Leak test and microscopic analysis was performed which identified: striated opening on posterior, opening crack and delamination partial on diaphragm flange disk. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a cracked valve seat diaphragm valve. A delamination partial of the valve (adhesive failure). A striated opening on posterior assessed as surgical damage consistent in the use of some surgical tool.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.